Manufacturer narrative:
Unknown; requested but not provided. Date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2022. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted, the patient complained of significant glares and halos. The iol was explanted. Another johnson & johnson iol was implanted as replacement (different model, eyhance) there were no issues during the explant. The patient is extremely happy with the results from the new lens. The explanted iol was discarded. No further information was provided.